Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. There were three sets of set screw marks on the is-1 connector pin in the correct location. There were three sets of set screw marks on the rv-df1 connector pin in the correct location. There were no anomalies found with the sealing rings on the is-1 connector pin and rv-df1 connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that placement difficulty was experienced with the attempted right ventricular (rv) lead and that the lead exhibited high thresholds. In the final stage of the implant when positioning the lead, a connection failure with the implantable cardioverter defibrillator (ICD) was observed, preventing a complete seal. Several attempts were made without success. A different lead and ICD were used to complete the implant. No patient complications have been reported as a result of this event.